Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of patient (pt) made mistake/break in aseptic technique and peritonitis coincident with dianeal pd-2 peritoneal dialysis solution ultrabag with 2.5% dextrose therapy. On (B)(6) 2012, the patient began treatment with dianeal 2.5% ultrabag (dose and frequency not reported) therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(6) customer service, the following was reported. On an unreported date, the patient made a mistake/break in aseptic technique, which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the reported event. On an unreported date, the patient was treated with reflin injection and fortum injection (doses- 1gm, frequencies- once daily) and vancomycin injection (dose 1gm, frequency- stat) ip for peritonitis. The patient was retrained on proper aseptic technique. Outcome for the event of peritonitis was unknown. A causality assessment was not reported for patient made a mistake/break in aseptic technique. The event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient made a mistake. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.